Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component, cemented cat# 5515-f-502, lot# dsui. Triathlon symmetric x3 patella, cat# 5550-g-360, lot# a128. Triathlon mis baseplate #6, cat# 5520-m-600, lot# st7rs. It cannot be determined which, if any of these devices may have caused or contributed to the patient infection. An evaluation of the device(s) cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "implants were removed due to infection."